Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of high pacing impedance was not confirmed. A complete lead was returned in one piece. Electrical testing, visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead exhibited high pacing impedance. The lv lead was replaced and the procedure continued with the new lead on (B)(6) 2023. The patient was stable throughout.